Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the pump emitted a replace battery alarm with code 128-fxxx three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data indicated multiple cs 128-fxxx call service alarms were recorded, as well as multiple unexplained pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked. The battery cap secured properly to the pump, and a power loss was not observed. No call service alarms were duplicated. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress, intermittent contact, or loose components was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.